Event description:
Diabetes educator, reported they had obtained normal and elevated glucose values on a pt with symptoms of hypoglycemia. Symptoms included cramps, feet problems, hyperactivity, emotional hyperactivity, et. Pt was not feeling or acting normally. An example cited pt tested at 83 mg/dl and received carbohydrates. 45 minutes later glucose level was 77, and pt was hypokinetic. Retest of blood glucose was 50 mg/dl. They administered 130 g of carbohydrates and a hour later the blood glucose was 172. Nurse indicated pt had 3 sets of seizures and returned to normal slowly over a period of 3 hours.